Event description:
It was reported that there was noise noted on the right ventricular (rv) p/a channel as seen on ventricular sensing episodes. Due to occlusion, the left ventricular (lv) bipolar lead is plugged into the rv pace/sense port and the rv pace/sense lead is plugged into the lv port. This is off-label system set-up. The noise observed could not be recreated in the clinic. The patient is in atrial fibrillation. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The fidelis device is part of the advisory for this model.